Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016- patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿an indirect hernia was identified in left inguinal region and the contents were reduced into the abdomen. The reductant indirect hernia sac was then excised. A moderate-size direct inguinal hernia was identified in the floor of the left inguinal region. A bard flat mesh was cut and placed on the defect and sutured¿. (B)(6) 2018- patient was diagnosed with left recurrent inguinal hernia, initial right inguinal hernia, thereby underwent robotic- assisted laparoscopic repair with implant of synthetic mesh. Per op notes, ¿a recurrent hernia was noted on the left inguinal region and was dissected. A new indirect inguinal hernia was noted on right inguinal region and was dissected. A synthetic mesh was placed on the right inguinal region and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.